Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the doors were fully closed when the cover not closed error message was showing.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door switches and latches were out of alignment. The turn buckle was loose. The door switches and door latches were adjusted. The adjusted jam nuts were tightened. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was displaying an error message that the cover was not closed. There was no patient present when this issue was identified.